Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71770) inserted. The patient's medical history included adhesion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: received in formalin, labeled with the patient's name and "uterus, cervix, bilateral fallopian tubes with essure coils - 89 g. The specimen is bivalved to reveal a triangular endometrial cavity that is 2.4 cm from cornu to cornu, and 3.9 em in length. The attached right fimbriated fallopian tube is convoluted and is 6.6 cm in length x 1.2 cm in diameter. There is a single grossly unremarkable cyst adjacent to the fimbriated end, 1.4 cm in greatest dimension. Sectioning reveals a metallic coil-like device within the proximal lumen. The remaining lumen is grossly unremarkable. The left fimbriated fallopian tube is convoluted and is 8.3 cm in length x 0.3 to 1.3 cm in diameter. The serosal surface is purple-red and glistening, with scattered grossly unremarkable cysts, up to 1.5 cm in greatest dimension. Sectioning reveals a metallic coil-like device within the proximal lumen. (Al) anterior cervix; (a2) posterior cervix; (a3 and a4) anterior uterine wall; (a5 and a6) posterior uterine wall; (a7) fundus with serosal puckered area of indentation; (a8) uterine serosal adhesions; (a9) right fallopian tube with cysts; (ai0) left fallopian tube with cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female : patient who had essure (batch no. B71770) inserted. The patient's medical history included adhesion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: received in formalin, labeled with the patient's name and "uterus, cervix, bilateral fallopian tubes with essure coils - 89 g. The specimen is bivalved to reveal a triangular endometrial cavity that is 2.4 cm from cornu to cornu, and 3.9 em in length. The attached right fimbriated fallopian tube is convoluted and is 6.6 cm in length x 1.2 cm in diameter. There is a single grossly unremarkable cyst adjacent to the fimbriated end, 1.4 cm in greatest dimension. Sectioning reveals a metallic coil-like device within the proximal lumen. The remaining lumen is grossly unremarkable. The left fimbriated fallopian tube is convoluted and is 8.3 cm in length x 0.3 to 1.3 cm in diameter. The serosal surface is purple-red and glistening, with scattered grossly unremarkable cysts, up to 1.5 cm in greatest dimension. Sectioning reveals a metallic coil-like device within the proximal lumen. (Al) anterior cervix; (a2) posterior cervix; (a3 and a4) anterior uterine wall; (a5 and a6) posterior uterine wall; (a7) fundus with serosal puckered area of indentation; (a8) uterine serosal adhesions; (a9) right fallopian tube with cysts; (ai0) left fallopian tube with cysts.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received: lot number was added, reporter was added, event added: pelvic pain,consumer dob was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.